Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a sensor anomaly. The customer's blood glucose was 217 mg/dl while the sensor glucose reading was 117mg/dl. The customer noticed that the needle hub was loose on the third sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.